Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as unidentified (tear) opening and broken observed on posterior side assessed as surgical impact opening. Additional observations: ¿ non-penetrating nicks observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.device was implanted after expiration date.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted. This relates to the left side.

Event description:
Device was implanted after expiration date.